Manufacturer narrative:
Evaluation results: shelf life exceeded. Failure to follow instructions (recommended that the shelf life be verified prior to use). No results available since no evaluation performed (device or procedural images were not returned for review). Evaluation conclusions: failure to follow instructions (recommended that the shelf life be verified prior to use). No device failure. User error contributed to event (stent implanted post its expiration date.). (B)(4).

Event description:
It is reported that a resolute integrity drug-eluting stent was successfully implanted in the patients lad approximately 4 months post its expiration date. No other clinical sequelae were reported for this event.